Event description:
It was reported that while using two (2) boxes of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes lose vacuum and are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two (2) boxes of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes lose vacuum and are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 25-jul-2024. Investigation summary: bd received 3 samples for investigation. Product expired 30apr2024. Three expired samples were received; therefore, no draw volume testing could be completed. The samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.